Event description:
The patient was placed on ECMO via a cardiohelp machine which provides full lung support through an oxygenator. The oxygenator was not performing adequately based on the post-oxygenator po2. The continued decline of the oxygenator po2 required an urgent oxygenator change out. A new oxygenator was placed and showed excellent performance. The event was reported to the maquet oxygenator representative. Manufacturer response for cardiopulmonary bypass oxygenator, cardiohelp 5050 (per site reporter):